Event description:
Discordant calcium (ca) results were obtained on a dimension vista 1500 instrument on four patients. The discordant results were released to the physician(s). The samples were rerun on an alternate instrument and those results were reported to the physician(s) as the corrected results. The customer also repeated the samples on the initial instrument (third repeat result). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant calcium results was unknown. The tsc determined that there was no centrifuge information available, since the samples came from different sites and were from outpatients. The tsc also determined that the instrument produced an aliquot clog detect error 1245 during the time of the event. There was no indication of an instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.